Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was removed and replaced due to early elective replacement indicator (eri). The device reached end of life (eol) on (B)(6) 2011 and premature battery depletion (pbd) was suspected. In addition, the right ventricular (rv) defibrillation lead exhibited high ventricular pacing impedances greater than 3000 ohms and high pacing threshold measurements. The decision was made to remove and replace the rv lead. No additional adverse patient effects reported. The device was returned for analysis.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.